Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "volume failed" which was reproduced. Evaluation inspected the device and performed flow accuracy testing and found the device to under infuse. The reported "failed volume" was verified and found to be caused by an out of specification pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a volume failed low twice at 18.89 and 18.68 during testing at the biomed service department. There was no patient involvement. No additional information is available.